Event description:
Healthcare professional reported "could not get the implant to advance trough the funnel (possibly missing lubricant on the inside)". This record is for an unknown side. Devices status is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "could not get the implant to advance trough the funnel (possibly missing lubricant on the inside)"